Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had blood glucose (bg) values that reached 380 mg/dl. The patient stated that their pdm was getting hot. No further details to report.